Event description:
On (B)(6) 2010, the patient was implanted with an scs trial system. At the trial, both leads were showing all contacts invalid. The trial cable and mts were both changed out and all contacts were tried again. The physician repositioned both leads but the invalid readings continued. The leads were pulled and put in saline and all the impedance readings were then 'low'. The procedure was stopped and the patient will be referred to a neurosurgeon for a paddle trial.

Manufacturer narrative:
Evaluation: method - the device history and sterilization records were reviewed. Results: although the product has been returned, it has not yet been analyzed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.